Event description:
It was reported that this right ventricular (rv) lead was exhibiting high impedance and failure to capture. A fracture due to clavicular crush was noticed through x-ray. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.